Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored. Should additional information become available this report will be updated.